Manufacturer narrative:
The investigation into the optical signal issue and low pump flow has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The root cause of the optical signal issue and low pump flow was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, intermittent placement signal and low pump occurred. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.